Manufacturer narrative:
(B)(4). The device was manufactured november 6, 2015 ¿ november 9, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed a hole in the tube of the device. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leak from the tube of a large volume infusor during infusion. The patient heard a loud noise before the leak was found. There was no patient injury or medical intervention associated with this event. No additional information is available.